Manufacturer narrative:
Device received with unresponsive blank display. Blank display isolated to the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to blank display. P-cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an alarm and turned off and alarmed replaced battery and now it had a red flashes, and now had a blank screen. Customer stated the display was not blank less than 30 seconds and then returned. Insulin pump battery compartment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.